Manufacturer narrative:
Initial reporter facility name: (B)(6). A batch review was conducted, and there were no deviations found related to this reported condition during the manufacture of this lot. The actual sample was not available for investigation, however, a picture and a video was provided. The visual inspection of the provided picture and video showed that the return line had a hole at the level of the screwed connector. The reported condition was verified. The cause was manufacturing related. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external leak was observed from a cracked tube of a prismaflex m150 set. This event occurred during priming. There was no patient involvement reported. No additional information is available.